Event description:
A home patient contacted baxter's technical service center for assistance during swell 1/4 of their automated peritoneal dialysis therapy regarding a system error 2240 alarm. Per initial report, the home patient had disconnected an empty solution bag from a supply line of the homechoice set without closing the supply line clamp. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury or medical intervention was associated with this incident, per the hme patient's primary care nurse.